Manufacturer narrative:
D2b: pro code (product code): itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the wire. The entire wire had to be removed, and the vessel was rewired. The procedure was completed using an alternate device. There were no patient complications.